Event description:
During a coronary drug eluting stenting treatment procedure, a possible stent dislodgment occurred. The physician attempted to direct stent the 90% stenosed leison in the non calcified, moderately tortuous left anterior descending (lad) artery with a taxus express2 3.0x28mm drug eluting stent. The stent delivery system had been inserted into the pt when, under fluoro, the physician noticed the stent was not on the balloon. They are not sure whether the stent had fallen off before inserting the stent into the pt or if there was no stent on the balloon to start. It is believed that the stent did not dislodge inside the pt. The stent was unable to be located. No pt complications occurred. Pt status is satisfactory.